Manufacturer narrative:
Investigation confirmed the reported event and determined that the sensor was stuck in an alarm state due to a communication issue. The device was scrapped to prevent further use by the customer.

Event description:
User reported that the flow sensor was not reading measurements at all. There was no patient harm.